Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2025, an ankle clamp was faulty. It would only move one way and then got stuck. The team was able to get it to move back only by pulling the end outwards which is not how they are supposed to work.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: faulty ankle clamp. It would only move one way and then got stuck. We were able to get it to move back but only by pulling the end outwards which is not how they are supposed to work. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device does not found signs of jammed at the attune em tibial ankle clamp. However the device was slightly deformed at the proximal section of the slide assembly. The observed damage can be mostly traced to an unintended use error by improper technique, misuse, or excessive force applied in an off-axis position, leading to the observed damage. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though a proper functional test was not performed due to the mating component was not returned. For reference a functional evaluation was conducted using a lab sample mating device and the ankle clamp exhibited some resistance when being assembled and disassembled from the mating device. The overall complaint was confirmed as the observed condition of the attune em tibial ankle clamp would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and h6 (health effect - impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. What do you mean by faulty? Was it broken into two or more pieces, cracked, bent or any other deficiency with the device that was not function as intended? As described originally the clamp would not move left and right so the mechanism inside is faulty. B. Was there any patient consequences due to reported event? No. C. Was there any surgical delay related to event? Probably around 60 seconds delay while we opened another tray.